Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the investigation is based only on the event description as no device or images were provided. It is stated that the two grafts used are of different size, 36mm and 30mm. It is likely that this may have induced the type iii endoleak. Placing a 36mm graft inside a 30mm graft will cause the graft to fold which could cause endoleak from the sealing. By placing a 30mm graft inside a 36mm graft, insufficient sealing may be achieved, also causing endoleak. Based on the provided information, nothing indicates that the endoleak was related to a device failure and no evidence exists to confirm the product was not manufactured to current specifications. The incident in question may be related to the procedure. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a female patient underwent taa repair with right cfa approach. The patient was suitable for endovascular repair and the procedure was conducted as labeled. Final angiography after the stent graft placement confirmed slight endoleak appeared to be spouting from the proximal side of junction between the first stent graft (zteg-2d-30-207-jp) and the second one (zteg-2p-36-202-pf). Ballooning was performed since type iii endoleak from junction was suspected, but angiography confirmed that the leakage was not resolved. Then, angiography was performed again with angio catheter placed in the leaking point, and it soon showed endoleak. Since the endoleak was observed right after placing the catheter, type iii endoleak from damaged point in the graft was suspected. Extension device (tbe-36-77-pf) was additionally placed in the leaking site in order to prevent both type iii endoleaks, from junction and from damaged point in the graft. Angiography confirmed that the endoleak was resolved, and the procedure was completed. Patient outcome: there has been no patient outcome reported.